Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/26/2023, it was reported by a facility representative via email that an ar-3740sp double loaded knotless knee fibertak anchor and an ar-3770sp hybrid knee fibertak anchor were defective in and out. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling.